Manufacturer narrative:
B3, b5 - additional information has been obtained and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e207 error and main/emergency lamp not working could not be identified. However, it¿s likely the cause is related to a faulty main and emergency lamp. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained revealed the intended procedure was a therapeutic transcervical resectoscope (tcr). It occurred before use but was used as is. Since there were no other problems other than the error message, the treatment was carried out as planned and completed. There was no delay reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the main lamp does not light up. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a e207(emergency lamp is blown or failed) displayed on the visera elite xenon light source. There were no reports of patient harm associated with this event.